Event description:
Pt's spouse reported per letter that the pt had 3 catheter placements within 3 years. First catheter leaked within one year and was replaced and second was leaking in 2 places and pt now has the third catheter in place. Two catheters have been registered with MFR. When requested to return the last explanted catheter, the device was returned for analysis. No mention made in the letters, that the pt was ill or required intervention other than replacement of the catheter.